Event description:
It was reported that a patient underwent renal cryoablation using four icerod cx needles. The needles passed integrity testing with no issues detected. Immediately after the first and second freeze cycles were stopped, the patient experienced electrical shock. The patient had temporary pain, but no injury was noted and the case was completed successfully. The patient also presented with a post-procedural skin burn from the gray needle tubing lying on the patient protected by a thin sheet. The burn was first, possibly second degree with no signs of necrosis. Non-prescription burn cream was recommended for treatment. This event is being reported for the muscle spasm event.

Event description:
It was reported that a patient underwent renal cryoablation using four icerod cx needles. The needles passed integrity testing with no issues detected. Immediately after the first and second freeze cycles were stopped, the patient experienced electrical shock. The patient had temporary pain, but no injury was noted and the case was completed successfully. The patient also presented with a post-procedural skin burn from the gray needle tubing lying on the patient protected by a thin sheet. The burn was first, possibly second degree with no signs of necrosis. Non-prescription burn cream was recommended for treatment. This event is being reported for the muscle spasm event.

Manufacturer narrative:
The defective device was returned for engineering analysis. The investigation testing identified an electrical failure within the needle, which led to the patient muscle spasm. Electrical (hi-pot) testing confirmed the electrical failure. Disassembly of the needle found the heater wire was damaged, leading to the interrupting current leakage. Further internal investigation is being completed to address this issue and reduce the likelihood of such incidents in the future. Bsc will continue to monitor all product complaints for any potential trends related to this issue. The reported skin burn was determined to be a use of device error and is unrelated to the MDR event.